Event description:
Patient presented to the physician with redness at the ipg site which was hot to the touch. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the or, flushed the pocket with antibiotic solutions, and closed. Patient presented back to the physician with improvement. However, upon examination, physician observed significant tethering from the stimulation lead and swelling at the neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with an infection 2 days later. Physician brought the patient into the or and removed the entire inspire system.